Event description:
Patient claim of bilateral rupture, possible seroma from MRI results.

Manufacturer narrative:
Sientra complaint #: (B)(4). At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Sientra complaint (B)(4). Additional information: d6b, g3, g6, h2, h3, h6, h10 sientra was unable to perform an evaluation as the device was discarded by the customer. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Patient claim of bilateral rupture, possible seroma from MRI results, left side.

Manufacturer narrative:
Correction.